Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d1 brand name, d2a common device name and d2b product code for the FDA (procode) fields deems required. This is based on the internal evaluation. Previous d1 brand name: lucea 100. Corrected d1 brand name: lucea led®. Previous d2a common device name: lamp, surgical. Corrected d2a common device name: light, surgical, ceiling mounted. Previous d2b product code for the FDA (procode): ftd. Corrected d2b product code for the FDA (procode): fsy. Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the underside cover was broken, resulting in missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Cracks located at the upper or lower cover, or at the edge of the on/off button, can have several root causes. It can be due to mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. Collision with another devices can lead as well to cracks or breakages, particularly when some plastic parts are missing. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site name: (B)(6). The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the underside cover was broken, resulting in missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.